Event description:
Report received from (B)(4) that the device has an "error code e2 and the cord is cut". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of "damaged hose" confirmed. (B)(4) evaluated the device and found the outer hose of the unit damaged. This failure is likely due to mishandling during cleaning. The failure of e2 error could not be duplicated during testing because the flex circuit of the unit was damaged. It was concluded that the flex circuit was damaged due to immersion, which is indicative of improper cleaning of the device. If additional information is received, a supplemental report will be sent. (B)(4).